Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Due to elevated bg customer reported vomiting. Customer addressed bg by administrating a correction bolus via pump. Customer changed pump supplies to address the issue.